Event description:
It was reported to nova biomedical that a consumer received blood glucose readings of 202 mg/dl when compared to another brand of meter that read 48 mg/dl. When she retested on her own meter and got a reading of 188 mg/dl, and a reading of 33 mg/dl on the other brand meter. A third reading showed a difference of 211 mg/dl on her meter and 51 mg/dl on the other brand meter. No decisions to treat were made on the alleged faulty device. The difference in the readings was considered to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow - up report will be filed.